Event description:
Event description guidant received information that following implant testing, pacing pauses were observed with the system when the patient was raised in bed. It was further reported that the pacing pauses were not recorded on the electrograms.